Manufacturer narrative:
Though follow-up, customer stated that the unit was not in use on a patient at the time of the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The unit was not in use on a patient at the time of the reported problem.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.